Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 2 patients on a cobas c 503 analytical unit. Patient 1: the initial result was 15.5%. The sample was repeated on (B)(6) 2025 and the result was 5.10%. Patient 2: on (B)(6) 2025 the initial result was 10.4%. The sample was repeated on (B)(6) 2025 and the result was 6.33%. The samples were repeated at the physician's request due to the initial results not matching the patients' clinical history.

Manufacturer narrative:
The reagent lot number was 794063. The expiration date was not provided. The field service representative found a block in the vacuum tube and an issue with the cell rinse overflow. He performed troubleshooting and a successful precision test. The qc results were acceptable and he verified the instrument was properly functioning. The investigation determined the service actions resolved the issue.